Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s left upper arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena, was seen in the image. The catheter shaft was overlapping itself within this view. A definitive kink, break, or coil could not be confirmed from the image. However, the radiograph did not exclude the possibility of kinking at the venous insertion site. It is possible that the catheter was kinked, but it could not be independently confirmed from the provided image. Possible contributing factors for a kink in the catheter could include catheter placement, patient anatomy, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 near the insertion site. PICC dwell time was 10 days. Tpa was instilled in 2 lumens on (B)(6) 2022 without good result so an x-ray was requested to assess for a kink. The kink resulted in a delay in infusing albumin. PICC was exchanged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 near the insertion site. PICC dwell time was 10 days. Tpa was instilled in 2 lumens on 12/20 without good result so an x-ray was requested to assess for a kink. The kink resulted in a delay in infusing albumin. PICC was exchanged.